Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31885921m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with an optrell mapping catheter with trueref technology and the patient experienced right coronary artery stenosis. First it was reported that prior to the start of the procedure (unrelated to the adverse event) when p500 was selected in study, the error "starting the ultrasound system failed. Ultrasound will be available only in review mode" was displayed. The issue was not resolved even after the workstation was restarted. The procedure was started after switching to acunav. Then it was reported that during the procedure while isoproterenol (isp) was administered to induce, atrial fibrillation (af) occurred and st-segment elevation was observed. As a result of the diagnosis by coronary angiography (cag), right coronary artery (rca) stenosis was identified, and the procedure was terminated. Upon review of the preoperative computed tomography (CT), it appeared that stenosis was already present. The physician therefore considered that the event was unlikely to be procedure-related. It was rather that afib was induced in the already stenotic state, which might have led to hemodynamic instability and subsequent st-segment elevation. The patient also has a history of stent placement for rca stenosis.